Manufacturer narrative:
Patient identifier - (B)(6). Death date - (B)(6) 2010. Event date - (B)(6) 2010. If explanted, give date - (B)(6) 2010. Device evaluated by MFR. - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Boston scientific (bsc) is reporting this MDR following the completion of the (B)(4). The study was completed as of (B)(6) 2010 and the trivascular aaa stent-graft was never commercialized in any country. However, per agreement with the FDA ide reviewer at study close out (as documented via a (B)(6) 2010 email correspondence with (B)(6)) bsc committed to notify the FDA of any further reported event reported post study closeout. Bsc had requested that the study investigators notify the company of any device malfunctions or device related adverse events that occur after the completion of the study, so that these events could be evaluated through the MDR process. Since the product was never commercialized, upn numbers and other information typically contained in a MDR are not available. (B)(4). It was reported that 8 years after a aaa treatment procedure, the patient expired. Index procedure summary ((B)(6) 2002): ipsilateral access was right via the femoral artery. The femoral artery was accessed via cutdown. The contralateral vessel was also accessed via cutdown of the femoral artery. Angioplasty was required in the right iliac artery prior to stent-graft placement. Ballooning was required within the right iliac limb of the trivascular stent-graft after deployment. No device integrity issues were present during the implant procedure. The aneurysm was excluded at the completion of the trivascular stent-graft implantation. Access site hematoma occurred and unrelated to the study device. The trivascular stent-graft was successfully implanted and the patient was discharged from the hospital two days later. 5 stent fractures/4 ar and 1 ic (2003 - 2005): one unique interconnect fracture was observed in the ic region on (B)(6) 2003 imaging within the 0 - 1 month follow-up interval. Three unique attachment ring fractures were observed in the ar region on (B)(6) 2004 imaging within the 6 - 12 month follow-up interval. One unique attachment ring fracture was observed in the ar region on (B)(6) 2005 imaging within the 36 - 48 month follow-up interval. This stent fracture was assessed by bsc as non-serious, anticipated per protocol, and related to the study stent. These fractures were included in the retrospective fracture notification to FDA on (B)(6) 2007. No additional information is available. Sixth and seventh stent fractures ((B)(6) 2006): 1 in-ring attachment ring and 1 new 3-crown fracture, onset (B)(6) 2006 was assessed by bsc as non-serious (no associated event or intervention reported), anticipated per study protocol, and related to the study device. Although the event is assessed as non-serious and anticipated, it does meet the criteria for uade reporting per the aaa ous safety plan, which states, "any fifth and each subsequent cumulative fracture anywhere within the stent will be reported as a uade." These new fractures represent the 6th and 7th fractures for this device. The five prior stent fractures were reported to FDA as a uade in a letter dated (B)(6) 2007. Death, aneurysm rupture ((B)(6) 2010) boston scientific was notified by the site of the patient death even though the death would appear to have occurred after the official 5 year end-point of the study. The patient presented with abdominal pain to the emergency department at (B)(6) hospital (B)(6) 2010. Patient is understood to have suffered an aneurysm rupture. Patient is deceased and the graft has been explanted.